Manufacturer narrative:
.

Event description:
It was reported that the surgeon attempted to insert a competitor's lens using the mtc-60cfp cartridge, and the cartridge damaged the lens during insertion. The incision was enlarged to remove the lens and sutures were required.